Manufacturer narrative:
Replaced or upgraded part; no further details. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a frontal stand geometry error occurred, indicating a mechanical movement issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.